Event description:
It was initially reported the stent moved on the balloon.correction it was noted that the stent was already extended from the tip of the delivery system during unpacking.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported the stent moved on the balloon. Correction: it was noted that the stent was already extended from the tip of the delivery system during unpacking.

Event description:
It was reported that during unpacking for a stenting treatment procedure, the stent moved on the balloon. While unpackaging a 10x69x75 wallstent iliac unistep stent delivery system (sds) it was observed that the stent was already extended from the tip of the delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the device was returned within its packaging tray. It was noted that the pouch packaging was open and that the device was not seated correctly within the tray. The outer sheath was retracted by approximately 10mm and that the stent was partially deployed by approximately 4mm. A tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).